Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator failed with breath delivery (bd) power on self-test (post) and graphical user interface (gui) reset-assertion errors. The ventilator was not in use on a patient at the time the alarm occurred. The technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended replacing the graphical user interface (gui) to breath delivery (bd) cable. Advised customer that the unit is a mature product and is no longer serviced or supported. Customer acknowledged.